Manufacturer narrative:
The lot number for the reported malfunction was provided, a lot history review was performed. The device was returned for evaluation. Based on the sample evaluation, the investigation is confirmed for circumferential balloon rupture. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq7584 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from one source. One patient was involved with no reported patient injury. The female patient (B)(6) years old, (B)(6) kgs weight.